Manufacturer narrative:
Device history records were reviewed and no anomalies were detected. Product involved in incident was returned and evaluated. The returned product performed within specification. No failure detected.

Event description:
Caller indicated the relion prime meter was giving high readings. (B)(4) rep reported that the caller was reporting inaccurate high readings. (B)(4) rep performed a blood test with the caller and they received a 137 which the caller thought was inaccurate. Caller stated that she had to go to the hospital the previous day because of an inaccurate reading. Meter and test strips were purchased on monday, (B)(6) 2016. Caller stated that the meter is reading 30 points higher than it should be. Caller stated that she received readings of 97 and 94 on her meter, but the timing of these readings was not determined, nor was it determined how much time was between these readings. Caller then stated she was having a hypoglycemic episode, which could have been easily resolved by eating something, but she didn't since her readings were in the 90's. She wasn't sure what to do so she went to the hospital; the timing of this was not determined. At the hospital it was determined that her blood glucose was below 60. Her doctor also told her this meter was inaccurate. Arkray has made attempts to contact customer for more details but has been unsuccessful. Replacing product.